Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring broke and insulin pump kept shutting down. Customer also stated that insulin pump received multiple pump error alarm. Customer was able to clear and able to rewound the insulin pump. Customer stated the insulin pump was not dropped or bumped. Customer stated displacement test and self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.